Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to a sudden high out of range pacing impedance jump on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. There was oversensing of noisy signals as a consequence of the lss. As a result, there were inappropriate atrial tachy response (atr) episodes. Technical services (ts) suggested reprogramming and a full evaluation of the device system integrity. The health care professional (hcp) also noted that the right atrial auto threshold (raat) test was not running. Ts stated that the unipolar configuration is not compatible with raat. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to a sudden high out of range pacing impedance jump on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. There was oversensing of noisy signals as a consequence of the lss. As a result, there were inappropriate atrial tachy response (atr) episodes. Technical services (ts) suggested reprogramming and a full evaluation of the device system integrity. The health care professional (hcp) also noted that the right atrial autothreshold (raat) test was not running. Ts stated that the unipolar configuration is not compatible with raat. The device remains in use. No adverse patient effects were reported.